Event description:
Complainant indicated that clinicians were attempting to convert the heart rhythm of a patient (age & gender unknown), the device was charged to 120 joules and made a loud pop sound. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The device was taken from service and tested at the customer's biomed facility, the device displayed "bridge test failed" and "defib fault 78" messages.